Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment threads were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: evaluation revealed a cracked battery compartment. There was no issue with loss of power and no moisture damage in the battery compartment. The battery cap was difficult to remove from the pump. A test cap was able to fully tighten on to the pump and be removed with no issues. The returned battery cap had damaged threads. The cap contact dimensions were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.